Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2025. During the procedure, the clip did not detach from the catheter when deployed. There were no patient complications reported as a result of this event. Additional information received on december 8, 2025: the indication for the procedure was a bleeding vessel. The procedure performed was a gastroscopy, and the anatomical location involved was a duodenal ulcer.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter. Block h2 (additional information): block b5, block e1 (initial reporter title, initial reporter first name, initial reporter last name) and block e3 (occupation) have been updated based on the additional information received on december 8, 2025.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2025. During the procedure, the clip did not detach from the catheter when deployed. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.